Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that propeller did not work. The fse checked the system onsite and found that the mpdu was not booting up and hence the system didn¿t boot up, also found that it did not even have the green light to power on in the main cabinet. On further troubleshooting, fse reported that the mpdu failed to boot the external ups, which starts the system and the root cause was a power surge/outage affecting the building. To resolve the issue fse replaced the mpdu replacement assembly. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.